Manufacturer narrative:
Sjm could not evaluate the product involved in this event since it was not returned to us. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. The cause for the reported event remains unknown.

Event description:
A 4mm amplatzer muscular vsd occluder (muscvsd) was selected to close the patient's 3.79-4.03mm ventricular septal defect (as measured by balloon-sizing). The muscvsd seemed stable during push-pull maneuvers, however, the device immediately embolized into the pulmonary artery and left lobe upon release from the cable. The muscvsd was percutaneously snared without issue and an 8mm muscvsd was successfully implanted. No adverse effects were reported.